Event description:
The customer reported the radiation field exceeds the visible portion of the image receptor by more than the allowable limit. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the collimator size and the field size. System operates as intended. (B) (4).